Event description:
I had a tubal ligation in 2010, apparently the doctors have put four filshie clips on my tubes after having this done. I suffered tremendous pain, no doctor could tell me the cause of my pain until (B)(6) 2015 when I had a total hysterectomy because all four filshie clips had come off and migrated to the right side of my abdomen causing me years of pain. I have been debilitated by these clips that had actually come off. Since 2010 I have not been able to hold down a steady job because of having to visit the emergency room so much due to the pain that I was suffering after having this tubal ligation.